Manufacturer narrative:
The customer had a third party evaluate the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device etco2 pump does not start and there were no numerics provided. The device was in use on a patient and there was no adverse event to patient or user.